Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified that the software is not working as it should. Reloaded software cd found in the system. The system functioned as intended.

Event description:
It was reported that the 9900 system would not boot up. No pt injury was reported.